Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high, out of range high voltage lead impedance and high capture threshold. The patient was stable after the event and will continue to be monitored.